Event description:
Report received of a non-delivery of lipids. The pump was programmed at 6:30am to deliver lipids at 10ml/hour. It was noted at 9:30am that there was no fluid gone from the IV container. The pump was incrementing as though fluid were being infused. There was no pump alarm. It was reported that the tubing was properly loaded into the device. The pump was removed from clinical service and the infusion was resumed using a replacement pump and a new tubing set. The pt had tpn infusing through the same venous access site via a different acclaim encore device. The tpn infused without event; therefore the pt's IV access remained patent. There was no adverse effect to the pt.